Event description:
Patient additionally reported, rippling, pain. And an unknown device moved up into armpit. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, "started feeling weird," and exchange. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to observe since it is not related to the device. Autoimmune/connective tissue disorders-ndr: not applicable as the event is not related to the device. Wrinkling: observed, flat creases. Migration: unable to observe since it is not related to the device. Additional observations: white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture, "started feeling weird," and exchange. Patient additionally reported rippling, pain, and an unknown device moved up into armpit. Device has been explanted.